Event description:
It was reported that a guide wire broke. A .016 fathom -16 was selected to be advanced to the target lesion. During procedure, it was noted that the guide wire broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection of the device presented no damage or irregularities. The guidewire was measured with a calibrated ruler and measured 180cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a guide wire broke. A .016 fathom¿ -16 was selected to be advanced to the target lesion. During procedure, it was noted that the guide wire broke. The procedure was completed with another of the same device. No patient complications were reported.